Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a frayed pitch cable. The instrument was found to have a frayed pitch cable at the proximal clevis hole. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, mega suturecut needle driver instrument spring on the tip was sticking out. There was no report of patient involvement.